Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports injection with one syringe of juvéderm volbella® xc in the lips and around the lips. For 3 months, no one could tell anything was done. Patient woke up one morning an unspecified amount of time later, with granulomas at the injection sites. Biopsy of the granuloma was not provided. The patient has not received any treatment. Symptoms are ongoing.